Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rupture and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the aneurysm dome was ruptured after the subject coil was implanted. Additional coils were placed into the aneurysm to treat the rupture. However, the following day, the patient was found to be brain dead. The patient subsequently expired, the exact date is unknown. The physician believed that the cause of the event was related to "nature history, patient was very sick".

Event description:
It was reported that the aneurysm dome was ruptured after the subject coil was implanted. Additional coils were placed into the aneurysm to treat the rupture. However, the following day, the patient was found to be brain dead. The patient subsequently expired, the exact date is unknown. The physician believed that the cause of the event was related to 'nature history, patient was very sick'.